Manufacturer narrative:
Corrections: d10. Device availability, corrected data, initial medwatch inadvertently omitted the received date of the valve. The valve was received for analysis on dec 15, 2016 h3. Device evaluated by manufacturer, corrected data, supplemental medwatch inadvertently omitted that the device was available for analysis. G7. Follow-up number, corrected data. Supplemental number 2 should have been submitted as supplemental #1. And this current report should be supplemental #2. However, since a 2nd follow-up was submitted in error, this report will continue sequentially as supplemental #3. Mitroflow bioprosthetic pericardial heart valve, model dla27, s/n (B)(6), design history review package partial review results are within specifications.

Manufacturer narrative:
Conclusion: this mitroflow valve was explanted after 7 months due to a reported prosthetic endocarditis. Gross examination revealed a stenotic bioprosthesis with large thrombotic depositions on both sides of valve. Histological analysis revealed inflammatory cells and gram-positive bacteria spread inside the samples. The presence of thrombus depositions, inflammatory cells, and bacteria colonies indicated the onset of an infective endocarditis in the acute phase. It is possible that the patient¿s clinical conditions and risk factors (dyslipidemia 2,3,4,5, aortic valve stenosis 6, coronary artery disease 5, mild mitral valve regurgitation, trivial pulmonary regurgitation, calcification, ventricular enlargement of 60% and nyha class iii) may have contributed to the structural valve deterioration observed in this mitroflow valve.

Manufacturer narrative:
Conclusions. This mitroflow valve was explanted after 7 months due to a reported prosthetic endocarditis. Gross examination revealed a stenotic bioprosthesis with large thrombotic depositions on both sides of valve. Histological analysis revealed inflammatory cells and gram-positive bacteria spread inside the samples. The presence of thrombus depositions, inflammatory cells, and bacteria colonies indicated the onset of an infective endocarditis1 in the acute phase. It is possible that the patient¿s clinical conditions and risk factors (dyslipidemia2,3,4,5, aortic valve stenosis6, coronary artery disease5, mild mitral valve regurgitation, trivial pulmonary regurgitation, calcification, ventricular enlargement of 60% and nyha class iii) may have contributed to the structural valve deterioration observed in this mitroflow valve.

Event description:
The manufacturer was notified on (B)(6) 2016 that a patient was admitted on (B)(6) 2016 with diagnosis of prosthetic valve endocarditis. The patient had a thromboembolism of his l brachial artery off site on (B)(6) 2016. Mitroflow dl aortic heart valve was explanted. Patient had popliteal thrombectomy right lower extremity on (B)(6) 2016.